Event description:
The manufacturer received information alleging a malfunction of the patient's machine, which the patient said was smoking. There is no allegation of serious or permanent harm or injury. There is no additional information at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device is smoking. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture observed the ui display bezel screw was not seated the entire way, and the ui display bezel had what appeared to be small cracks around the therapy button. The external portions of the iso port and heater plate were observed to have what appeared to have a white dust-like contaminant consistent with mineral deposits on them, likely due to liquid ingress. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the ui display bezel, top enclosure, iso port blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. The interior ui display bezel was observed to possible burn marks on it, likely due to thermal damage on the pca. Hair-like particles were observed on the top enclosure, center enclosure, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. A dust-like contaminant was observed on the center enclosure, on the inlet/outlet seal, and inside the inlet of the blower box. The q4 component on the pca was observed to have thermal stress to it, and the pca was observed to have corrosion on it, both likely due to liquid ingress to the pca. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. There were 24 errors present. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.